Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk also, received with intermittent button response due to corroded keypad traces. However, received with operating currents within specification and passed self-test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the device. The patient's blood glucose at the time of incident was 93 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.